Event description:
It was reported that there was a lead warning on the right atrial (ra) lead for low impedance paces. The ra lead also appeared to be oversensing. Non-physiologic intervals were noted at times. There were occasional far field r-waves (ffrw's) noted on the electrocardiogram. The lead was reprogrammed and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: a 5076-52 lead, implanted; (B)(6) 2001. (B)(4).